Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's anatomy met the criteria for "indications for use". Endoleaks are a known risk of the procedure. The device was not returned; therefore, the actual device will not be evaluated. No conclusion can be drawn.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and three 34mm aortic extensions. It was reported the devices were explanted on (B)(6) 2011 due to a type iii endoleak. The patient was reported to tolerate the procedure well.